Event description:
Pt complained of fingers tingling, diaphoretic stomach hurts, pale, pt wrenching, vomiting sudden onset. Dose or amount: ld 1500u h1000; frequency: dialysis run; route: IV. Diagnosis or reason for use: chd stage 6.